Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term results of total knee arthroplasty with single-radius versus multi-radius posterior-stabilized prostheses" written by zhenyu luo, zeyu luo, haoyang wang, qiang xiao, fuxing pei and zongke zhou published by journal of orthopaedic surgery and research published online 16-may-2019 was reviewed. The article's purpose was to compare long-term results of two groups with one being of single-radius prostheses (sr group made up of non-depuy implants) and multi-radius (mr group made up of depuy implants). Data was compiled from 220 total patients underwent tka between october 2006 and october 2007 (106 patients in sr group and 114 patients in mr group). No patella resurfacing. Cement manufacturer is not identified. Depuy products utilized in mr group: sigma pfc knee system. Adverse events within mr group: periprosthetic fracture (anatomical location not provided) treated by revision prosthesis loosening (component identification not provided) treated by revision general reports of pain and/or crepitation without indication of specific treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.